Event description:
A user facility reported to olympus that the evis exera iii video system center demonstration device had housing damaged. Upon inspection and testing of the customer returned device, front panel unit failure was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: damage front panel, front panel switches not functioning which caused front panel unit failure, and usb socket bent. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the front panel switch failure could not be determined. It is possible that the front panel was damaged during transportation or normal wear and tear. Olympus will continue to monitor field performance for this device.